Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they would have to turn up their stimulation so high that it would shock them. It was indicated that this started happening before an unrelated surgery. It was clarified that the shocking and uncomfortable stimulation occurred sometime in 2016. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient would have to turn their stimulation up high to make their back feel better but when they did they felt "little shocks" in their right leg when they walk and would hurt. They could not recall when they first noticed the little shocks. When the patient felt the little shocks they turned their stimulation down, which resolved the little shocks and the hurting. It was also reported that since implant, the more activity the patient would do the worse they would feel and sometimes when the patient moved a certain way the stimulation would kick up. The patient's medical history included a report that they were in an accident prior to their implant in 2015, which resulted in them becoming an amputee, having their l5-s1 disc replaced, and having two other nerves in their back that are crushed. No further complications were reported.